Event description:
It was reported that the patient presented to the hospital symptomatic. The right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance measurements >3000 ohms and noise. Additionally, the electrogram (egm) noted oversensing and noise. Subsequently the measurements returned to normal. The physician elected to reprogramed to vvir as the venogram showed no venous access. Technical services reviewed the device data and noted several atrial tachy response (atr) events recording noise and recommended additional testing for lead integrity. The evidence is suggestive of a lead fracture but has not been confirmed. The lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Subsequently, surgical intervention was performed to explant and replace device. The product was returned, analysis completed and the report has been updated with product investigation results.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that lead was returned in two segments. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 29.5-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise, over-sensing and high impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that the patient presented to the hospital symptomatic. The right atrial (ra) lead and associated implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing lead impedance measurements >3000 ohms and noise. Additionally, the electrogram (egm) noted oversensing and noise. Subsequently the measurements returned to normal. The physician elected to reprogramed to vvir as the venogram showed no venous access. Technical services reviewed the device data and noted several atrial tachy response (atr) events recording noise and recommended additional testing for lead integrity. The evidence is suggestive of a lead fracture but has not been confirmed. The lead remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.